Event description:
It was reported that the patient was brought back to surgery for a l3-4 non-union. Original surgery was (B)(6), t11-l4. Upon exposure, the surgeon noted that the screw and locking cap in the right l4 was loose on the rod even though the locking cap was in the final locking position. The surgeon removed the hardware and replaced with new implants.

Manufacturer narrative:
Conclusion:the root cause of the reported event is due to the material loss of the radius screw multi-a 4.75x35mm (MFR report # 0009617544-2015-00149).

Event description:
It was reported that the patient was brought back to surgery for a l3-4 non-union. Original surgery was (B)(6) 2013 t11-l4. Upon exposure, the surgeon noted that the screw and locking cap in the right l4 was loose on the rod even though the locking cap was in the final locking position. The surgeon removed the hardware and replaced with new implants.